Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving morphine (25 mg/ml at 10 mg/day) via an implanted pump. The patient¿s medical history was noted to be chronic pain. The indication for pump use was non-malignant pain. On (B)(6) 2020 it was reported that the patient¿s pump had migrated inferiorly over the past few months. There were no environmental, external, or patient factors that may have led or contributed to the issue. No diagnostics and/or troubleshooting were done. No patient symptoms were reported. The patient was taken to surgery to revise the pump pocket. During the procedure, the pump was repositioned superiorly. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event. The patient status was reported as ¿alive ¿ no injury¿. No further complications were reported/anticipated.